Event description:
A 1.5 x 15mm fire star balloon burst at 16 atm in the patient's left anterior descending artery. The lesion had 90% stenosis and was mildly calcified. The case was completed with another balloon. No injury was reported.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.